Event description:
The physician was using an integrity rapid exchange (rx) coronary stent for treatment of the circumflex lesion. The device was unable to cross the lesion and on removal it was noted that a stent strut was raised. Another device was used to complete the procedure successfully. There was no patient injury an no clinical sequelae were reported. There nothing unusual about the device/procedure.

Manufacturer narrative:
(B)(4): evaluation results - (root cause undetermined - limited information available/device not received for evaluation). Inherent risk of procedure (failure to deliver stent/stent deformation). (Device not received for evaluation).